Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the blade broke at the base during a direct anterior total hip replacement. It was further reported there was a five to ten minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the base during a direct anterior total hip replacement. It was further reported there was a five to ten minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.